Event description:
Related manufacturer reference number: 2017865-2023-94516. It was reported the patient presented for implant procedure. During surgery, the helix on the leadless pacemaker (lp) was pulled on which prevented the lp from achieving proper numbers during mapping. A second lp was used and experienced the same issue. A third lp was successfully implanted. The patient was in stable condition.

Event description:
New information noted the stretched helix caused inadequate capture thresholds and low pacing impedance.

Event description:
New information noted the helix was stretched on the leadless pacemaker which resulted in compromised numbers.